Event description:
An 840 ventilator stopped cycling during a power loss while in use with a pt. The pt was not harmed or injured as a result of the malfunction. The hospital's biomed inspected the device and had the battery replaced. The unit passed extended self testing.